Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent transvaginal hysterectomy and bilateral salpingo-oophorectomy due to pelvic organ prolapse, stress urinary incontinence, uterine prolapse, cystocele, and hematuria. Following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other. It was reported that patient underwent mesh revision on (B)(6) 2013 due to mesh extrusion.

Manufacturer narrative:
Date sent to the FDA: 4/21/2016. (B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence, recurrent urinary tract infection, cystocele and urge incontinence. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.